Event description:
The device reported several aborted vf episodes. Noise was observed on the lead via review of the egms. X-rays revealed lead insulation damage. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.